Manufacturer narrative:
(H3,h6) the manufacturer representative went to the site to test the imaging system and found it worked after a reboot and could not duplicate the issue. Performed system checkout and the imaging system was operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system indicated it was ready but the green light on the mvs did not turn on. And the imaging system would not start exposing. Later the representative rebooted the unit and the issue was resolved. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that they could not duplicate the issue. The manufacturer representative stated that they were unsure what component was causing the issue, as everything was working fine. It was noted that the site could not recall what procedure was performed at the time of this event.